Manufacturer narrative:
Internal report#: (B)(4). Device was evaluated and meter displays partial characters. Root cause: user mechanical stress.

Event description:
Consumer states his son dropped the meter and states partial characters are displayed when meter is activated. Adverse event not reported.